Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department. It was noted that the incision site was not healing properly. The pacemaker was exposed. On (B)(6) 2019, the system was successful extracted from the left side and a new system reimplanted on the right. The patient was stable before, during, and after the procedure. The physician does not believe that the device or leads attributed to the pocket not healing properly.